Manufacturer narrative:
The electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon evaluation the electrode belt was found to have intermittent ECG "a" and "b" and ECG "c" and "d" cables. The root cause for the intermittent cables was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was receiving arrhythmia alarms.